Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient underwent a porcine graft placement on (B)(6) 2007 due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, and vaginal scarring. It was reported that patient underwent, partial explant on (B)(6) 2006 due to eroded sling. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/27/2015. It was reported that patient underwent cholecystectomy with intraoperative cholangiogram on (B)(6) 2005 due to biliary dyskinesia.